Event description:
It was reported to the manufacturer, by the end user, per the end user, that bm called at approx. 12 pm on (B)(6) 2022 to report incident with injury involving an elara625 loaned lift. Customer reported that they installed the loaned lift on friday (B)(6) 2022 and the lift was working fine at that time. He reports that the incident occurred over the weekend. He reports that the lift fell off the trolley hitting a nurse and the patient, that was being lifted, fell approximately 3 feet to the ground. It is reported that the patient sustained injuries. He also stated that the black plastic piece on the top of the lift fractured allowing the lift to rotate and come off the trolley. I let bm know that I would contact rh and have her reach out for further assistance. Complaint #(B)(4) and ra #(B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.